Manufacturer narrative:
The device was discarded by the hospital staff and therefore, is not available for evaluation. Additional information will be submitted within 30 days of receipt.

Event description:
During the preparation, the physician felt some resistance when docking the filter basket into the deployment sheath. Just before the insertion of angioguard xp into the guiding catheter, he found the filter basket was not fully docked into the deployment sheath and a part of filter membrane was coming off the struts. Another product (details unk) was used and the procedure was completed successfully.